Event description:
It was reported that the patient presented for the routine generator changed. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2024. No patient consequences reported throughout the procedure.